Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed and found to have no anomalies. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt after multiple repositioning and no adequate threshold the lead was not used. A new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku